Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image occurred due to bad cable and leakage from connector occurred due to cracked connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned autoclavable camera head to the service center for evaluation related to a separate issue. During testing, the service center identified no image and water leakage from connector. There was no patient involvement.